Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead exhibited failure to capture. The left ventricular lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. Final analysis found a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.